Manufacturer narrative:
This report is filed, march 30, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to reposition the device subsequent to migration of the receiver/stimulator unit. The implanted device remains.